Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the full lead was returned and analyzed. The inner insulation of the lead became extrinsically distorted due to kinking/buckling and the visual summary analysis of the lead indicated stretching and damage at implant. The analyst also noted that the lead was returned stretched, with buckling of the inner insulation and the helix was fully extended. A stretched lead may not fully transfer torque to the helix when turning the is-1 connector pin. (B)(4)

Event description:
It was reported that during implant there was a problem with screwing in the mechanism of the lead. The lead was not used and replaced. No patient complications have been reported as a result of this event.